Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal section of right coronary artery. A 28 x 2.25 promus premier drug-eluting stent was used for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event: above 18 years and older. Device evaluated by MFR.: a promus premier ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal region were noted, to be pulled distally. The undamaged stent outer diameter was measured. And the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found, no issues along the shaft polymer extrusion. No other issues were identified, during the product analysis.

Event description:
It was reported, that stent damage occurred. The target lesion was located in the proximal section of right coronary artery. A 28 x 2.25 promus premier drug-eluting stent was used for treatment. However, it was noted, that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported. And the patient's status was stable.